Event description:
Customer reported via phone call that they hospitalized due to experienced high blood glucose level on (B)(6) 2022. Customer's blood glucose value was 600 mg/dl at the time of the incident. Another blood glucose level was 230 mg/dl. The customer was not assisted with troubleshooting for high blood glucose. The customer stated that the symptoms related to high blood glucose such as headache, feeling nervous, trembling. The customer was treated with intra venous insulin drip. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was not active at time of high blood glucose event. Customer did not use the pump anymore it was not recognizing the battery. No further patient complications were reported. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Pump was received with a cracked battery tube threads and a cracked case-corner of belt clip rails near the battery tube compartment. The pump powered up properly after battery installation. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08730 inches. The pump was monitored for several days and no blank display and battery anomaly noted. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during the testing. No power error 25, low battery alert, power loss alarm and replace battery alert/replace battery now alarm recorded in the formatted history file for the event date of 18-aug -2022. No power error 25, low battery alert, power loss alarm and replace battery alert/replace battery now alarm recorded in the formatted history file for the event date of 01-sep-2022. However, low battery alert was recorded and found in the formatted history file on: 08/22/2022 13:16:00.000, 08/26/2022 22:32:00.000, 08/27/2022 18:24:00.000 replace battery alert was recorded and found in the formatted history file on: 08/22/2022 22:47:00.000 and 08/22/2022 22:57:00.000 08/27/2022 08:03:00.000 and 08/27/2022 08:13:00.000 08/28/2022 03:55:00.000 and 08/28/2022 04:05:00.000 replace battery now alarm was recorded and found in the formatted history file on: 08/22/2022 23:18:00.000 and 08/22/2022 23:28:00.000 08/27/2022 08:34:00.000 08/28/2022 04:26:00.000 and 08/28/2022 04:36:00.000 power loss alarm was recorded and found in the formatted history file on: 08/23/2022 09:52:07.000 08/28/2022 14:27:09.000 insert battery alarm was recorded and found in the formatted history file on: 08/23/2022 09:50:16.000 to 08/23/2022 09:52:38.000 08/27/2022 08:18:19.000 to 08/27/2022 10:59:59.000 08/28/2022 14:26:37.000 09/01/2022 08:55:37.000 to 09/01/2022 13:10:47.000 and failed batt/battery failed alarm was recorded and found in the formatted history file on: 08/23/2022 09:51:45.000 08/23/2022 09:52:15.000 08/23/2022 09:52:15.000 to 08/27/2022 10:59:43.000 08/28/2022 14:26:47.000 09/01/2022 08:55:41.000 to 09/01/2022 13:10:47.000 upon checking on the power data/detail trace file, low battery alert, replace battery alert/replace battery now alarm, power loss alarm and failed batt/battery failed alarm were expected since the battery has low/no power. The customer may have used a low/depleted battery. The pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. No evidence of physical or moisture damage on the electronic assembly, force sensor, motor and vibrator assembly noted. However, slight corrosion was found on the battery tube assembly noted. Force sensor zero offset within specification (24.2 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a missing display window/cover, a cracked keypad overlay, a stained keypad overlay, a pillowing keypad overlay, a scratched case and a serial number label fading. Cosmetic damage was confirmed at the battery compartment. Battery anomaly and blank display were not confirmed. The pump passed all the required testing. Unable to verify customer alleged for high bgs. The force sensor is within specification and the motor functioning properly. During visual inspection, slight corrosion was found on the battery tube assembly noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.